Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient disconnected both power sources from their controller. The site indicated that this was seemingly on purpose with an approximate pump off time of 20 minutes. The patient is reported to have tried to call their spouse prior to the event. Emergency medical personnel were called. The patient was unresponsive at that time. They reconnected the power sources to the controller and cardiopulmonary resuscitation was possibly performed. The patient was transferred to the hospital where ventricular assist device (vad) support was withdrawn. The patient subsequently expired.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up and motor start event on (B)(6) 2018 at 21:48:42. The data point prior to the controller power up, logged at 21:17:07, revealed that (B)(4) was connected to power port one 1 with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two 2 with 87% rsoc. The data point after the controller power up, logged at 21:49:20, revealed that no power source was connected to power port 1 and (B)(4) was connected to power port two 2. The controller was without power for 19 minutes and 49 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to the reported disconnection of both power sources from the controller by the patient. An internal investigation has been opened to evaluate controller power loss events and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.